Event description:
The pt was a brain dead pt in which the facility was harvesting organs. The pt arrived in the or and was intubated and then connected to the anesthesia machine. The user attempted to ventilate the pt; however, had intermittent ventilating problems present and reported that ultimately, the pt could not be ventilated. During attempts to troubleshoot, the pt coded and some of the organs could not be harvested to be used for transplant. Investigation by facility staff found that the exhalation valve was stuck closed and would not allow the pt to exhale. The initial reporter stated alarms were activated; however, could not recall the specific alarms.